Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID 6949- 65, defib lead, implanted: (B)(6) 2007; 4194 non-defib lead, implanted: (B)(6) 2007; 3830-74 non-defib lead, implanted: (B)(6) 2008; 3830-59 non-defib lead, implanted (B)(6) 2007; 4574-53 non-defib lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.